Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg pocket site independent of charging (described by the patient as heating) . Reportedly, the issue only occurs when stimulation is turned on. Follow-up revealed x-rays were taken yielding normal results. As such, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model.

Event description:
Follow-up identified the issue resolved.